Event description:
Secure strap, an absorbable strap fixation device used to secure mesh in the abdominal wall was being used. After successfully firing for three times, it failed on the fourth time. Tried additional four times, each time with a failed result. No strap was released. No harm to pt, tissue or mesh. New one worked properly. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.